Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. No unexpected pump error 24 or ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, "power loss" errors were noted during testing. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. According to the adapt tool, pump error 24 occurred on (B)(6) 2022 @ 21:10:00, 21:20:00, 21:23:00, & 21:34:00. The adapt tool does not list any other pump error that could potentially trigger a critical pump error (open book image) alarm. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. After inserting a known good pcba2 and a known good pcba1 into the original case, the sleep current measurement fell within specs. After swapping the original pcba2 onto a known good pcba1 and then into the original case, the sleep current measurement fell within specifications again, but after inserting a known good pcba2 onto the original pcba1 and then into the original case, the sleep current measurement read high. In summary, the customer¿s report of a pump error 24 was confirmed since it appears in the unit's history files. The high sleep current measurement is isolated to pcba1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 24. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed and the customer was able to clear the alarm and the issue was resolved. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and the product mmt-1780kl was returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this follow up report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.